Manufacturer narrative:
An event of infective endocarditis was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: 2135147-2021-00213. It was reported that in (B)(6) 2016, a 25mm amplatzer cribriform occluder( aco) and a 15mm amplatzer septal occluder (aso) were implanted due to residual shunt. On (B)(6) 2021, infective endocarditis was confirmed with bacterial mass adhered on both the aco and the aso devices. In addition, the patient is suspected of having liver abscess/renal abscess. Antibiotic therapy was administered for 6 weeks. Then, on (B)(6) 2021, explant of both the aco and aso were performed and the defect was surgically closed with a pericardial patch. The patient was reported to be in stable condition.